Manufacturer narrative:
Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check of cardiosave intra aortic balloon pump(iabp), the screen color turns pink. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: e1 (event site telephone).

Manufacturer narrative:
Corrected field: g3. Updated field: h2. G3. Date incorrectly submitted in follow up emdr. Please refer to the correct gfe date.

Manufacturer narrative:
Updated fields - b4, g1, g3, h1, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h11. This part was received with a reported unit failure message of display turns pink and display not normal. The failure analysis and testing dept. Performed a visual inspection, and part looks to in good condition. Installed video gen. Board into the cardiosave test fixture and tested to the factory specifications per pn 0002-07-d016 revision f and the cardiosave service manual pn: 0070-00-0639 revision r. The fat dept. Did not observe pink display and abnormal on screen. The fat dept. Could not verify the failure message of display turns pink and not normal. Video gen. Board passed testing. Retaining video gen. Board in the fat dept. Per procedure 0002-07-d008 rev au.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, g3, g6, h6 ( component codes), h11. It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) had a pink display. There was no patient involvement reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they replaced the video generator board. Display abnormality occurred (entire screen turns pink). Assembly, display top lcd rohs, pcba, upper display monitor, cable assembly, video, upper display monitor, cba, pwr, upper display mon-video replaced. The unit passed all functional and safety tests and was returned to customer.